Event description:
A review of the manufacturer programming history database identified a high impedance event on (B)(6) 2015. The patient generator was off at time of detection. No known surgical intervention has occurred to date. No further relevant information has been received to date.